Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not able to be confirmed since the device has been returned with the stent fully expanded and deployed. The cause could not be established. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. The stent was returned fully expanded and deployed. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat walled off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician reported that the axios stent failed to deploy. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.